Manufacturer narrative:
Per tandem's user guide, "do not remove the cartridge during the load process until prompted on the t:slim g4 pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the customer was adding insulin outside of the load sequence. Customer's blood glucose level was 97 mg/dl. Reportedly, the customer successfully changed pump supplies, and resumed insulin therapy.